Manufacturer narrative:
This supplement report is being submitted to provide the results of the legal manufacturer¿s final investigation. Updated fields: d8, g3, h2, h3, h4, h6 and h10. The device was returned to olympus for inspection and the reported failure ´camera failed to connect to processor¿ was confirmed at the initial startup which led into no image after being on for a period of time. The issue of ¿no errors displayed but color bars remain¿ was not confirmed. Additional finding of a cut on the cable was discovered. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been seven years since the subject device was manufactured. Based on the results of the investigation, the most probable cause of the issue ¿camera failed to connect to processor¿ was due to a faulty charge coupled device (ccd). The most probable cause of the cut on the cable can be traced to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had an ¿image problem¿ after it failed to connect to the video processor. There were no displayed communication errors but ¿color bars¿ remained. Also, the subject device felt warm to touch after it was plugged in. The issue occurred at inspection prior to a therapeutic robotic hysterectomy. The procedure was completed using a similar device. It took less than 5 minutes the replace the subject device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had an ¿image problem¿ after it failed to connect to the video processor. There were no displayed communication errors but ¿color bars¿ remained. Also, the subject device felt warm to touch after it was plugged in. The issue occurred at inspection prior to a therapeutic robotic hysterectomy. The procedure was completed using a similar device. It took less than 5 minutes the replace the subject device. There were no reports of patient harm.